Event description:
The clinician reports that the day the implant was placed in the patient's mouth, failure occurred upon insertion. Ridge augmentation. The device was forwarded to the manufacturer. At the event the patient experienced: infection, pain, mobility, swelling and inflammation. No further patient complications were reported.